Event description:
It was reported that post a percutaneous transluminal angioplasty treatment procedure, chest pain, a vessel dissection and a hematoma occurred. The target lesion was located in the diagonal branch off of the left anterior descending artery (lad). A flextome cutting balloon was used and the lesion was successfully treated. The patient returned two weeks post procedure with additional chest pain and was admitted to the hospital. The next day, catheterization was performed. Index procedure angiography films of the lad after use of the flextome were reviewed and it was observed the lad seemed smaller proximal to the diagonal ostium. Therefore, intravascular ultrasound was performed on this segmented mid lad. It was then determined that a dissection had occurred during the index procedure resulting in the formation of a hematoma noted to be compressed in the vessel wall of the lad. No additional intervention was required; the vessel was left to heal on its own. The patient went home the next day. No other patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).